Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305127. Batch number#: unknown. Verbatim#: please find attached the needle extender video of the leak that I either mentioned to you or rob a month or 2 ago. I have also attached the needles that they are using. If you could kindly help us trouble shoot as it has been leaking for almost last 1 year and we just bought it last year

Event description:
Additional information received describe any patient harm, injury, complication or negative outcome that occurred because of the event - we are losing about 2ml out of 5ml of whatever is being injected due to the leak.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle extender has been leaking. To aid in the investigation, one photo and one video was provided for evaluation by our quality team. The video shows a needle assembly out of the packaging blister, with no plastic shield, and assembled to a syringe extension. While expelling the solution, there is a leak. The photo provided shows the side of a packaging shelf box. No other information could be obtained from the photo or video. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.